Event description:
It was reported that during use with bd maxzero¿ needleless connector the housing at female luer site was discovered to be cracked resulting in leakage. Patient was reconnected with new device. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the housing at the female luer side was cracked, resulting in leakage. This product was placed for a patient on (B)(6) 2023, and the leakage occurred on (B)(6) 2023.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-apr-2023 h6: investigation summary it was reported the housing at the female luer side was cracked which resulted in leakage. To aid in the investigation, one sample was returned for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The set was then attached to a 10ml bd syringe and leakage was noticed from the top of the maxzero component. The component was inspected using a microscope and a crack was seen. As the lot provided is 'unknown,' a device history record review could not be completed. The manufacturing process is automated. Once the materials are placed in the machine, the automated assembly process starts. At the end of the process, the machine is able to detect good versus defective units. According to manufacturing standards, a visual inspection is performed to thirty-two pieces every two hours, and at the beginning and end of each shift. Verification is performed according to procedures to detect cosmetic issues such as flash, short shots, missing pistons, damage, contamination and stains. Previous investigations have found that the defect was not related to the manufacturing process, but the usage of alcohol, an excess of force or a combination between these two conditions. Also, in the details of the complaint it says that the leakage was found after three days of usage which could happen with the conditions mentioned. Based on the returned sample investigation, the defect was confirmed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with bd maxzero¿ needleless connector the housing at female luer site was discovered to be cracked resulting in leakage. Patient was reconnected with new device. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the housing at the female luer side was cracked, resulting in leakage. This product was placed for a patient on (B)(6) 2023, and the leakage occurred on (B)(6) 2023.